Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer removed the pump case from the pump, which caused the cartridge to slide off. In addition, the customer received multiple cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. Customer's blood glucose level was 78 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 29 was verified.